Event description:
A hospital in (B)(6) initially reported via a distributor that the heater wire pins of an (B)(4) adult breathing circuit were damaged. The customer also returned two mr290 water chambers to fisher & paykel healthcare and they were found to be damaged during our investigation. No patient consequence was reported.

Manufacturer narrative:
(B)(4)/. Lot numbers and manufacturing dates: 120112 - 12 january 2012. 120606 - 6 june 2012. Method: the two mr290 water chambers were returned to fisher & paykel healthcare (B)(4) for visual inspection. Results: visual inspection revealed that there was a break in the feedset tube of both complaint chambers, where the tube is inserted into the chamber. The surface at the breaks was rough, and not smoothly cut. A lot check revealed no other complaints of this type for lot numbers 120112 and 120606. Conclusion: the damage on the feedset tube appear to have been caused by the tube being pulled, away from the chamber, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line; and any holes, leaks, or breaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).